Event description:
It was reported that there was an alert for high impedance on the patient's right ventricular (rv) lead. Trend data showed variability of the impedance. The impedance values were not able to be reproduced in office. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary:the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance subthreshold lead impedance on 2012 (B)(6). The weekly pacing lead trend data showed an increase for maximum ventricular bipolar pacing impedance from 703 to 1425 ohms peak between 2012 (B)(6) and 2012 (B)(6).